Event description:
Found during test. According to the reporter, the device "locked up". There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed the device "lock up". Physio replaced the system/memory pcb assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use.